Event description:
It was reported "in anesthesiology department, the doctor found the swg kinked before using on the patient." The user changed to a new set. There was no paitent involvement. Additional information received on 27 aug 2024 stated that "all 36 arterial swgs were kinked prior to use were on the same procedure with the same lot number. This was discovered the packages opened in the procedure. They changed a new one to resolve the issue."

Manufacturer narrative:
Qn#(B)(4). Associated MDR(s): 9680794-2024-00839,9680794-2024-00871,9680794-2024-00872 ,9680794-2024-00875,9680794-2024-00876,9680794-2024-00877,9680794-2024-00878,9680794-2024-00879,9680794-2024-00880 ,9680794-2024-00881,9680794-2024-00882,9680794-2024-00883,9680794-2024-00884,9680794-2024-00885,9680794-2024-00886 ,9680794-2024-00887,9680794-2024-00888,9680794-2024-00889,9680794-2024-00890,9680794-2024-00891,9680794-2024-00892 ,9680794-2024-00893,9680794-2024-00894,9680794-2024-00895,9680794-2024-00896,9680794-2024-00897,9680794-2024-00898,9680794-2024-00 899,9680794-2024-00900,9680794-2024-00901,9680794-2024-00902,9680794-2024-00903,9680794-2024-00904,9680794-2024-00905 ,9680794-2024-00906,9680794-2024-00907.

Event description:
It was reported "in anesthesiology department, the doctor found the swg kinked before using on the patient." The user changed to a new set. There was no paitent involvement. Additional information received on 27 aug 2024 stated that "all 36 arterial swgs were kinked prior to use were on the same procedure with the same lot number. This was discovered the packages opened in the procedure. They changed a new one to resolve the issue."

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic examination revealed white particulates on the within the protective guard and around the guide wire tubing. No defects or anomalies were observed on the guide wire. The distal weld was present and appeared full and spherical. A bubble within the supplied guide wire hub component a-04020-015a was additionally noted. Functional testing was performed based on the instructions-for-use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The guide wire was advanced through the returned cannula and slight resistance was initially encountered at the proximal opening of the needle cannula. Once inserted, the guide wire then encountered a total occlusion from inside the cannula. Manufacturing was contacted as part of this complaint investigation. They confirmed that this is a verified teleflex issue that requires further evaluation via a nonconformance. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire was not confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a total occlusion inside the cannula as well as a 'bubble' on the supplied guide wire hub component (a-04020-015a). These defects created resistance between the guide wire and the cannula. Based on the customer report, the sample received, and the comments from manufacturing, the root cause is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.